Event description:
Patient underwent a cardiac catheterization and an electrophysiology study. While placing a 7 fr daig sheath into the right femoral vein, the sheath separated from the hub, leaving the sheath in the vein, not visible and unable to remove. We identified sheath with fluoroscopy and surgery was called to remove the sheath. Patient will not suffer any permanent harm.